Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during implant, a venography after the cannulation of the coronary sinus showed a small dissection near the ostium. The physician tried for a better location for the guide catheter, but it was not possible: the new venography showed pericardial effusion around the whole heart. The implant continued. No further patient complications have been reported as a result of this event.